Manufacturer narrative:
Intuitive surgical, inc. (Isi) did receive a da vinci product to perform failure analysis. Failure analysis replicated/confirmed the customer reported complaint ¿clip applier snags tissue after clipping". The instrument was found to have two bent grips, causing them to be misaligned. The offset at the tips was 0.85mm. The grips were not found to be cracked. Probable root cause is attributed to damage during use, as moderate misalignment of grip tips can occur due to grasping hard tissue or objects, or through collisions with other instruments.

Event description:
It was reported that during a da vinci-assisted cholecystectomy surgical procedure, the medium-large clip applier instrument snags tissue after clipping. No fragment fell into the patient. The user completed the procedure and no known impact or patient consequence was reported. Intuitive followed up and obtained additional information. Clip applier issue occurred when surgeon attempted to clamp on a vessel or tissue bundle. Clip applier got stuck on cystic duct and surgeon had to carefully remove with a fenestrated bipolar. Clip did get stuck with two clip applications. Customer used a different clip applier. No tissue damage occurred. Damaged instrument has been sent back. Photo and videos are not available for review.